Manufacturer narrative:
Additional information and corrected data: through follow up it was learned that the procedure was completed immediately using another veritas device. Therefore, this event is no longer reportable and no further information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that system had 131 fluidics mode error and system blocked. It is unknown if the error occurred during the cataract procedure or prior to it (during priming and tuning).

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Additional information: field service engineer (fse) visited the account and evaluated the device. It was found that the footpedal position 1 had a failure and could not be adjusted. The fse replaced the footpedal. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Show less.